Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to moisture damage keypad traces. Pump was received with cracked display window corner, battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 201 mg/dl. The insulin pump was exposed to moisture. The customer was unsure if a button was pressed for 3 minutes or longer. The product was returned for analysis.